Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection performed during the pre-decontamination evaluation revealed a liner tear approximately 12cm in length and approximately 14cm from distal tip. Soft tip damage was observed, and the tip was opened normally. The liner material was bunched at the distal tip. The sheath was fully expanded as designed. Minor sheath distal tip damage was observed. A deep scratch was observed along the distal end of the sheath shaft. Post decontamination of the sheath, a liner strand was observed approximately 1 inch in length and 1.5 inches from the sheath distal tip. One end of the strand (proximal) was detached. Dimensional analysis of the liner thickness along the length of the tear was performed. All measurements were within specification. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other similar complaints. Complaint history review from january 2020 to december 2020 for the esheath introducer sheath (all models and sizes) revealed other similar reported events for the associated root cause / evaluation codes. No edwards defect were identified during the evaluations. Available information suggests that patient factors (calcification, tortuosity, vessel size) and/or procedural factors (excessive manipulation related to difficulties with inserting/withdrawing ds or withdrawing of bent valve struts/damaged valves, valve strut caught on liner, withdrawal of burst / torn balloon, non-coaxial insertion, device removal intervention) may have contributed to the complaint event. Device instructions for use (IFU) and physician training documentation were reviewed. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. During the manufacturing process, the esheath undergoes multiple visual inspections and testing throughout the process. The sheath shaft components undergo multiple 100% visual inspection under magnification. Proximal expansion of the sheath with visual inspection under magnification is performed. The esheath final assemblies undergo 100% visual inspection by both quality and manufacturing. Additionally, after sterilization, as part of the product verification (pv) testing, sheath expansion testing is performed on a sampling plan. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on visual inspection of the returned device. However, no manufacturing nonconformities were identified. Dimensional measurements show that the liner thickness were within the specification. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. There is no evidence to support a manufacturing non-conformance contributed to the complaint. As reported, 'during the attempt, additional volume was added to the delivery system, resulting in a balloon burst.' Per visual inspection, deep scratch was also found on the sheath shaft which indicated calcification within the patient access vessel and can weaken liner material. Withdrawal of a burst balloon through the sheath can potentially result in the altered balloon profile catching on the sheath tip and/or shaft. Interaction between the altered balloon profile and weaken sheath liner may result in the damage to the sheath tip and/or liner tears upon removal, leading to liner tear and liner strand as seen in this complaint. Although a definite root cause was not able to be determined, available information suggests that patient factors (calcification) and/or procedural factor (withdrawal of burst balloon) may have contributed to the complaint events. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13032, and manufacturer report no: 2015691-2020-13033.

Event description:
As initially reported, during a transfemoral tavr procedure, during the deployment of a 26mm sapien 3 ultra valve, pacing capture failed to drop the systolic blood pressure to an appropriate level, resulting in the embolization of the valve into the aorta. Multiple unsuccessful attempts were made to recapture the valve and reposition it to a 'safe' position. Due to the failure to reposition the valve and the critical condition of the patient, the procedure was converted to emergency open surgery. The sapien 3 ultra valve was explanted and a surgical aorta valve was implanted. Additional information and medical record review revealed during rapid pacing for the deployment of the sapien 3 ultra valve, the patient coughed, and a pvc occurred, resulting in loss of pacing capture. The valve embolized into the ascending aorta. Several unsuccessful attempts to recapture the valve and move it to the descending aorta. When this failed, attempts were made to deploy the valve in the ascending aorta using the same commander delivery system as used for the valve deployment. During the attempts, significant additional volume was added to the delivery system, resulting in a balloon burst. Several other large balloons were also used to over expand the valve; however, the valve was not stable and moved freely in the ascending aorta. At this time the procedure was converted to open surgery. The delivery system and guidewire were removed. Following the arch replacement and implant of a surgical valve, the esheath was removed and the access site was repaired. The patient was transferred in stable condition, with stable cardiac function. Post procedure, the patient expired. The exact date and cause of death were not provided. Examination of the returned esheath during the pre-decontamination evaluation reported a liner tear. Re-examination of the sheath during the final engineering evaluation, indicated a liner strand was also present.